Event description:
The patient's mother reported on (B)(6) 2013 between 6:00 to 6:30 pm the pod was deactivated after her son wore it for the full 3 days on his leg. The next morning ((B)(6) 2013) she noticed his site became very red, itchy and it was raised in a form of a hard round spot about the size of a quarter. She took him to his healthcare provider; who diagnoses him with an infection at the site. The doctor placed him on an oral antibiotic of "cephalexin" which it was apply onto the site 3 times a day for 10 days. The mother also stated if the "hard spot" does not open out then the doctor would have to cut it open or lance it.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.